Manufacturer narrative:
B3: date of event is estimated. The unit was returned for evaluation on (B)(6) 2026. The return reason of oxygen error confirmed since zeolite dust existed in the unit, which is caused by the breakdown of the zeolite particles. This occurs when zeolite rubs against one another. Over time this can lead to multiple errors. This dust is so fine it can escape the column frits and contaminate the feed waste, product manifold, and fill the muffler with zeolite dust.

Event description:
It was reported that the patient's unit was not producing enough oxygen. Troubleshooting did not resolve the issue. As a result, the patient's oxygen levels dropped and emergency services had to be called. The patient was taken to the hospital and they were admitted. They were discharged after a week. A replacement unit was sent to the patient, however the patient decided to return all equipment and pursue alternative products for their oxygen needs.